Event description:
The facility representative reported an infuso.r. Pump with a condition of "batteries have been changed and the pump still will not work". This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that would not work was confirmed and reproduced during product evaluation. The root cause was due to a demagnetized lead screw. The lead screw was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump.